Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade severe. The first xtw mitraclip used was implanted successfully without issue. A second mitraclip xtw (31108a1054) was then implanted. After release from the delivery catheter, the clip relaxed open to 50-60 degrees. The clip remained stable. No further intervention was necessary. The procedure ended with mr reduced to trace. There were no patient consequences or clinically significant delay.